Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete bolus alert occurred. Reportedly, the customer had not intended to deliver a bolus and did not navigate to the bolus request screen. There was no reported impact to the customer's blood glucose level.